Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
After flashing the 8120, it would give a 200.5040 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: flashing unit. Case resolution: a team came out to the site and upgraded their units to v9.33. The 8120 was a straggling unit that needed to be upgrade. Found out that the point of care software in system maintenance was v9.19. I explained to biomed that he needs the point of care software v9.33 to be able to flash to a compatible level. Biomed understood and put in a request to send a cd to him. Biomed ended call.